Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported resistance was found when the spring wire guide was pulled out from the needle and the spring wire guide was kinked. A new kit was used without further incident. The patient's condition is "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported resistance was found when the spring wire guide was pulled out from the needle and the spring wire guide was kinked. A new kit was used without further incident. The patient's condition is "fine".